Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure the instrument did not tension. Another instrument was available for the case. There was no reported harm to the patient. The instrument was sterilized and tried again and it worked. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.